Manufacturer narrative:
The 5f port was returned for evaluation. Visual inspection confirmed the complaint as a hole can be seen in the port base. The septum was removed, revealing a number of divots on the bottom of the port. Under magnification it can be seen that several deep divots, gouges, and scratches appear on the floor of the port reservoir. It was further reported the patient had a "collision" with sister and pain near port. It is believed the collision exceeded the 4.62 lbs required to pierce the port base. This is not considered a defect with the port and is considered user error, mishandling of the product. No further investigation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation is on-going. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had continuous chemo infusion via accessed port at home. Per parent report, had "collision" with sister and pain near port which subsided quickly. Presented to clinic the following day for scheduled appointment and weekly port re-access. Clinic nurses were unable to de-access. Port needle stuck in reservoir. Cxr ap/lat revealed port needle protruding through back of port. Patient was admitted and patient underwent general anesthesia the following day for needle removal, port removal and new port placement. Port was accessed with 20g 3/4" needle when incident occurred.